Event description:
The circuit melted while in use. No pt injury reported by the director of respiratory.

Manufacturer narrative:
The co has rec'd the sample involved in the incident along with the temperature probe, dual pigtail and the heater. Testing of the probe, pigtail and heater found each of these units to function properly. The wires in the melted sample were evaluated and found to function properly also. Testing was performed with the sample returned and a sample made in the same configuration. A similar melting of the circuit could only be recreated under extreme conditions such as no air flow through the circuit or insulating the circuit tubing. The testing was able to recreate the low temperature alarms which were experienced. The sample rec'd had the inspiratory and expiratory limbs reversed on the pt connector. This configuration results in the inspiratory air flow to miss the temperature probe and increased work of breathing for the pt upon exhalation. In this instance, low airway temperature alarms were continually sounded during testing. The low temperature alarms could also be duplicated when the temperature was not completely inserted into its port.